Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, one suture had a weak seal on the tyvek packaging and the second suture had a needle detach but it did not fall into the patient cavity. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. The status of the patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. From the opened product, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.